Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site infection. Patient was seen by the physician and was treated with antibiotic flucloxacillin 500mgs for stoma site infection. Additional information indicated that the patient was admitted overnight on (B)(6) 2019 to receive IV antibiotics for stoma site infection. The following day, patient was discharged home.